Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. The root cause was determined to be a damaged cannula. Qualification records were reviewed, and the product met all acceptance criteria. Model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96, living with diabetes 9 / page 121. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 23mmol/l (414 mg/dl) after wearing the pod between 4 and 24 hours.